Manufacturer narrative:
A spacelabs healthcare technical support representative advised the customer to check the leads and command module. The technical support representative later contacted the customer to gather additional information. The customer reported that they hadn't had any additional reports of the reported issue and that they believed the issue was resolved. The customer was unable to provide any additional details on the resolution or cause of the reported issue. Note regarding b4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.

Event description:
The customer reported that while in use, the uvsl command module stopped monitoring patient parameters. There was no patient or user harm associated with this event.